Manufacturer narrative:
During processing of this complaint, attempts were made to obtain patient¿s weight. Further information was requested but not received.

Event description:
It was reported that during a drg trial procedure, the dural was punctured when placing the right l3 lead. Patient did experience severe headache. The lead was removed and a blood patch was successfully performed. A second blood patch may be pending address to address the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined

Event description:
Additional information received identified that the physician performed a second blood patch on the patient. The issue was resolved.